Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Crease / folding of implant: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported " patient had a contracture, implant with some folds, cystic formations measuring up to 0.8 cm in diameter". Healthcare professional later reported capsular contracture baker grade IV. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported, left side "contracture, [baker grade unknown]. Implant with some folds, cystic formations measuring up to 0.8 cm in diameter". Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6

Event description:
Healthcare professional reported " patient had a contracture, implant with some folds, cystic formations measuring up to 0.8 cm in diameter". Healthcare professional later reported capsular contracture baker grade IV. This record is for the left side. Device has been explanted.